Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the complaint was confirmed through physical evaluation. The returned shims exhibited signs of repeated use and the ball bearings and springs had disassembled from the device. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A corrective and preventative action investigation into this issue was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the ball bearings disassembled from the provisional shim during autoclave cleaning.